Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 91 compared to the lab's 60 mg/dl. Tests were done within 10 minutes. Patient is not using control solution for the tests. Patient ate food and drank a beverage following use of the meter. Patient did not expeirence any adverse events. No further information has been reported.